Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Suspect medical device information references the main component of the system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that since they changed their settings from program 1 to program 3 about a month ago, they had developed shingles. They stated that everything with their bladder was still fine, but then they had shingles. The shingles occurred a couple of weeks after they changed programs. It was recommended to follow up with their hcp. Follow up, from the patient, on 2016-oct-17 reported they were given prescription medications to resolve the issue with the shingles. The implantable neurostimulator (ins) was indicated for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.